Manufacturer narrative:
The reported event of infection on the implantable cardioverter defibrillator was not confirmed. The device was returned for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number:2017865-2021-35731, 2017865-2021-35732, 2017865-2021-35733. It was reported that the patient experienced infection. The implantable cardioverter defibrillator, atrial lead, right ventricle lead, and left ventricle lead were all explanted.